Manufacturer narrative:
A follow up report will be submitted following the investigation into this event. This report shall not be considered as an admission by atrium medical that the product described in the potential lawsuit and described herein are or were defective, or that it had any casual relationship to any injuries allegedly sustained by the plaintiff.

Manufacturer narrative:
Based on the lot information, the device was manufactured according to the appropriate manufacturing procedures and met all required specifications for the device at the time of manufacture.

Event description:
This event is deemed reportable based on the allegations in a potential lawsuit, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medicals mesh product. Claimant attributes unspecified complications to the mesh. Since this is a potential legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.